Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high battery consumption was observed for the implantable cardioverter defibrillator (ICD). Premature battery depletion is suspected because ten months after implanting the ICD the battery voltage was indicated as 2.86 volts. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis revealed that the premature battery depletion was due to high current consistent with a conductive resistive short in the radio frequency module substrate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.